Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on december 03, 2024, with lot number 1289295. Based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as fold flaw opening and observed broken device assessed as unidentified (tear) opening. . (Shell thickness within specification) as per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.